Manufacturer narrative:
The field service engineer inspected the module; performed a system check; cleaned the flow path; replaced the sipper, vacuum nozzles, associated tubing, solenoid valves, and ion-selective electrodes; and activated the electrodes. He confirmed that the assay and module were again performing according to specifications with successful calibrations, qcs, precision checks, and patient comparison checks. The investigation determined that an electrical component failure had caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionably low sodium assay results for three patient samples tested on the cobas 8000 ise 900 module. The reporter also noted ion-selective electrode noise alarms and qc discrepancies. Patient sample 1 the initial result was 134 mmol/l. The repeat result from another ise module was 140 mmol/l. Patient sample 2 the initial result was 134 mmol/l. The repeat result from another ise module was 141 mmol/l. The repeat result was deemed correct. Patient sample 3 the initial result was 131 mmol/l. The repeat result from another module was 140 mmol/l. The repeat result was deemed correct.